Event description:
A remstar pro c-flex+ device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of contamination of foam particles found inside the blower kit. In addition, the device had dust contamination and displayed error code e055 (err_therapy_queue_full), e066 (err_stuck_encoder_b). The device was scrapped.